Manufacturer narrative:
Continuation of d10: product ID 37746 lot# serial# (B)(6) product type programmer, patient product ID 3 9565-65 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator h3: analysis of the ins found a reduced capacity due to overdischarge. Analysis of the lead found an environmentally assisted degradation of the insulation at the proximal end of the lead. H6: fdc 22 pertains to the ins. Fdc 4315 pertains to the lead. Fdm 10 and fdr 114 pertain to the ins. Fdm 10 and fdr 3231 pertain to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 37746, serial# (B)(6), product type: programmer, patient product ID: 3 9565-65, serial# (B)(6), implanted: 2013 (B)(6), explanted: 2021 (B)(6), product type: lead. Product ID: 97715, serial# (B)(6), implanted: 2021 (B)(6), product type: implantable neurostimulator, correction to g3: the date aware date should be 2021-07-16 of the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37746, serial# (B)(6), product type programmer, patient product ID 3 9565-65 , serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type lead product ID 97715, serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator h3: analysis of the ins found a reduced capacity due to overdischarge. Analysis of the lead found an environmentally assisted degradation of the insulation at the proximal end of the lead. H6: fdc 22 pertains to the ins. Fdc 4315 pertains to the lead. Fdm 10 and fdr 114 pertain to the ins. Fdm 10 and fdr 3231 pertain to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-nov-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient tried to charge the ins, it wouldn't work, there was a communication/telemetry failure and the ins was dead. The patient stated they were seeing a reposition antenna screen. The patient noted they had been trying to get a hold of the rep on and off for 2 months but they wouldn't call them back. On the call, the patient tried communicating with the recharger (insr) and confirmed seeing reposition antenna. The patient stated the last successful recharge was a little over 2 months ago. The patient also reported that the patient programmer (pp) was unresponsive and they couldn't seem to get a specific picture off the pp screen. The patient said only way they could get it off was if they reset the pp. The patient stated they were seeing the time, they tried to set the time but they couldn't seem to get past this. On the call, the patient reset the pp and tried communicating with the pp but then saw a "system set up" screen. A replacement pp was sent to the patient and the patient was instructed to follow-up with their healthcare professional regarding a possible ins overdischarge. No symptoms were reported. Additional information was received from a healthcare provider via a manufacturer representative and it was reported that the patient was scheduled for a battery replacement only on (B)(6) 2021. They could not check the battery or the lead prior to surgery as the battery was completely dead. When the surgeon loosened the top screw on the old battery to remove the lead from the battery, the lead wouldn't come out of the battery. After many attempts of tightening the screw down, loosening it again, and pulling the lead out, it would still not come out of the top port of the battery. The surgeon stated that the lead looked like there was some corrosion on it where it met with the battery. The surgeon had to use hemostats to remove the lead. He did have to pull hard enough that damage happened to the outer layer of the lead and was unable to insert that portion of the lead into the new battery. It was at that point that the surgeon requested a new lead and new battery. A new lead was implanted. The issue was resolved at the time of the report and the patient's status was alive-no injury.